Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient thinks that the ipg has moved and the patient has not used the ipg for over a year. The patient will undergo an explant procedure.

Manufacturer narrative:
It should have been (B)(6) 2017.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient thinks that the ipg has moved and the patient has not used the ipg for over a year. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician does not suspect a malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient thinks that the ipg has moved and the patient has not used the ipg for over a year. The patient will undergo an explant procedure.